Event description:
At the revision the plastic bearing surface of the one-piece cup was found to be loose and had rotated partially out of the metal shell. The metal shell was well fixed withingrown bone and tissue. Osteotomes were used to cut around outside of shell to remove cup and replace with cluster cupdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was not destroyed/disposed of.